Manufacturer narrative:
Device evaluation: lens was returned dry and bent in lens case/vial. Visual inspection found no visible damage to the lens. Dimensional inspection found lens measurements within specifications. Work order search: no similar complaints were reported for units within the same lot. Claim #(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens - -2.0/+1.5/169 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was not exchanged for another lens.